Event description:
Post deployment of a sapien valve, a native leaflet was noted to be overhanging and impeding optimal sapien leaflet function. This resulted in the need to deploy a second valve. Initially, the sapien valve was positioned 50/50 within the native aortic annulus and the valve was deployed under rapid ventricular pacing. The delivery system was then withdrawn from the lv and annulus into the ascending aorta to allow the patient to recover. Patient remained hypotensive after valve deployment and it was discovered via tee that one of the patient's native leaflets was overhanging the sapien valve and impeding optimal sapien leaflet function. The pt. Continued to experience hypotension and CPR was initiated to increase perfusion. A second 26 mm sapien valve was prepped and advanced into the aorta and positioned 70/30 to the native aortic annulus and deployed successfully. The patient recovered from hypotension and the procedure was completed successfully. As reported, although the valve was positioned in the ideal 50/50 position within the native aortic annulus, there was no way to determine prior to sapien valve deployment the position of a native leaflet relative to sapien valve position post deployment.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure there are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In addition, a technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the cause of the central regurgitation was reported to be due to native leaflet overhang; however, the valve was not malposition. This is likely due to long native leaflets. As reported, there was no way to determine prior to valve deployment the position of the native valve leaflets relative to the sapien valve position post deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.